Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that there were scratches noted throughout the device and switch 1 had wear. The expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube, air/water cylinder and jet tube had a whitish foreign material inside. It was also noted that the bending section rubber adhesive had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material on the glue at the a-rubber, foreign material in the air/water channel, foreign material in the air/water cylinder, and foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.